Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flooding of the main body, flooding of cables, flooding of image capture, and corrosion of electrical contacts. Based on the results of the investigation, a probable root cause cannot be identified. The IFU (gt8403_07) of the subject equipment ch-s190-08-lb was checked for phenomena 1, 2, 3 and 4. As a result, no abnormality was found. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device was found to have flooding of the main body, flooding of cables, flooding of image capture, and corrosion of electrical contacts. There was no patient involvement.